Event description:
It was further reported that there was no sensing on the atrial lead. The atrial lead was explanted and replaced. Additionally, the pacing threshold test report indicated that the right ventricular (rv) lead had twos (t-wave oversensing). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 383059 lead, implanted: (B)(6) 2013. (B)(4).